Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to (B)(6) has been submitted.

Event description:
It was reported that the haptic was distorted. Patient contact was indicated. The customer then used the back-up lens. There was no report of incision enlargement, vitrectomy or sutures. It was stated that the patient is doing fine. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation: yes, returned to manufacturer on 11/21/2018, device returned to manufacturer: yes. Device evaluation: sample was received and revealed that the lens was observed with viscoelastic residues and marks in the optic zone. One of haptic was observed positioned and bent, the other was observed distorted. Due the condition of the distorted haptic the condition could be caused by the handpiece pushrod. The complaint haptic damaged was verified in the return sample however it could be related to the handling process. No product quality deficiency was identified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specifications. A search in complaint history was performed which revealed that no similar complaint has been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. Conclusion: as a result of the investigation the complaint report was verified but could be related to the handling process. There is no indication of a product quality deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.